Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3387s-40, lot# v541025, implanted: 2011 (B)(6); product type lead (B)(4).

Event description:
It was reported that the patient had an appointment on (B)(6). The patient had her implantable neurostimulator (ins) replaced on (B)(6) 2014. The battery replacement was due to the patient¿s settings not holding for the past several weeks prior to the date of this report. The patient had had to go to the healthcare professional¿s office every 2 weeks as her tremor kept returning. The ins was replaced due to side effects, the battery was fine. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3387s-40, lot# v541025, implanted: (B)(6) 2011, product type: lead.

Event description:
Additional information received reported the patient did not have concerns with their device or therapy.